Event description:
The customer reported that a heartstart mrx was unable to capture pacing on a pt that was being placed with a zoll defibrillator. There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u reported will be submitted upon completion of the investigation.